Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a33 alarm due to blank display. Unit had loose/protruded drive support disk during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.